Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported device fracture event confirmed via visual device evaluation. The device also exhibits signs of wear associated with use. DHR was reviewed and no discrepancies were found. It is known this device was manufactured prior to design improvements. Root cause is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned and investigation is in process. Once the investigation is complete and follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was returned fractured. No additional information is available at this time.